Manufacturer narrative:
Correction made to patient's last name. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient had a return of nausea and vomiting over the past two months. The patient was in the hospital since (B)(6) 2019 due to these symptoms. It was noted that these symptoms had a gradual onset. No device issues or further complications were reported or anticipated.